Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp). Pt is needing an MRI. Hcp reports there is a note in pt's chart from (B)(6) 2024 stating that the pt "needs to contact medtronic again for reprogramming" - hcp had no additional detail about the note. Hcp reports the stimulator was not functioning. Hcp then noted that they think the doctor called and said it's probably working. Therefore, hcp suspects the ins may not be charged. Hcp inquiring if pt can have MRI. Agent reviewed confirming MRI eligibility can be confirmed by recharging scs and activating MRI mode or through eligibility form completed by hcp. Hcp reports patient (pt) has not used or charged the stimulator in 6 months. Caller reports pt said he is going to have the stimulator system removed. Caller called back and agent reviewed that since pt hadn't used their controller or charged their implant (ins) in 6 months, that they need to charge controller for at least an hour or so and then use the recharger (rtm) attached to controller to charge ins some so ins has enough charge in it to be put into MRI mode. Caller said the implant has been dead for 6 months, reason unknown. Caller said patient plans to have device removed.